Event description:
It was reported that, "posterior spinal fusion performed using xia 3. During follow up visit 2 months post op surgeon discovered 2 blockers disengaged from distal right screws at l1 and l2 on x-ray. Revision surgery performed today replaced the 2 screws and 2 blockers. "

Event description:
It was reported that, "posterior spinal fusion performed (B)(6) 2013 using xia 3. During follow up visit 2 months post op surgeon discovered 2 blockers disengaged from distal right screws at l1 and l2 on x-ray. Revision surgery performed today replaced the 2 screws and 2 blockers. "

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review results: visual inspection: the returned blocker was examined under a microscope and no nonconformities were observed. The blocker did not have any identifiable dents or deformation. However, the returned bone-screw head was dented due to tightening as expected. However, upon further inspection the dent was confirmed to be made up of two identifiable, smaller dents, which is characteristic of a blocker being tightened and then replaced by a second blocker. Functional inspection: the returned blocker was inserted and threaded into the returned bone-screw tulip and fit without any issues. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: upon visual inspection of the blocker, it was confirmed that the blocker was not fully tightened during surgery, which is a definite cause of blocker disengagement. No x-rays were provided for further confirmation. The returned blocker and bone-screw were visually and functionally inspected. The screw showed evidence of being tightened due to the presence of a dent, but further inspection under a microscope revealed that the dent was made up of two smaller dents. This implies that during the surgery an initial blocker was fastened on to the screw and then removed and replaced by a second blocker, which was insufficiently tightened. This was the blocker returned for this investigation. The relatively small size of the individual dent and the lack of deformation on the blocker confirm that the blocker was tightened with a force smaller than 12 nm. The screw and blocker were also able to be fastened together without issue, confirming their functionality. No additional testing was performed. No deviations or non-conformities were found during manufacturing of the involved blocker and screw.